Event description:
It was reported that the lead exhibited a rise in threshold and a decrease in r wave amplitude. A chest x-ray revealed a decrease in slack. While the helix was extended, the lead moved freely from the endocardiam consistent with lead dislodgement. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.